Event description:
It was reported that assistance was requested to program this implantable cardioverter defibrillator (ICD) into magnetic resonance imaging (MRI) protection mode. Technical services (ts) confirmed the system was mr-conditional and provided guidance. During review, crosstalk oversensing was observed, though no therapies were delivered and no patient symptoms were reported. Ts verified that the device had been successfully returned to normal operation and appropriate programmed settings. Further evaluation was recommended. No adverse patient effects were reported. This ICD remains in service.